Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cannula clog easily and also some did not have an opening on the working side of the cannula before surgery. The surgery was completed by replacing a new product. There was no report of patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample confirms the event. The chang cannula tip was visually inspected. The tip was flat, narrow and deformed. Substance was inside the cannula hubs. There was no thread on the entrance of the hub. No occlusion occurred when pressurizing air into the cannula's using a lab stock 60 milliliter syringe. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).